Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, gallstones, cervicalgia, displacement of cervical intervertebral disc without myelopathy, arthritis, rheumatoid arthritis, rash, neuromuscular disorder nos, vision abnormal, thyroid disorder, cyst removal, ovarian cystectomy and cholecystectomy. Medications: ergocalciferol, methotrexate, humira pen 40 mg/0.8 ml, folic acid 1 mg tablet, levonorgestrel-ethinyl estradiol 0.15 mg-30 mg per tablet, diazepam 5 mg tablet, hydrocodone-acetaminophen as needed (for severe pain). Concurrent conditions included dysplasia, inflammation and loop electrosurgical excision procedure. In (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy as follows- in initial document it is reported as plaintiff had an hsg test done which confirmed that the essure device was successfully occluded. And in the follow-up pfs it is mentioned as the plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2008: final pathologic diagnosis: cervical cone, exocervix; loop electrode procedure: squamous mucosa showing very focal hpv changes (cin I). Cervical cone, endocervix; loop electrode procedure: endocervical and squamous mucosa showing focal mild dysplasia with hpv changes (gin I) and areas of denuded mucosa and marked chronic inflammation. Ultrasound scan vagina - on an unknown date: impression: 1.9 cm complex cyst in the right ovary as noted above, most likely a hemorrhagic cyst. Interval resolution of a functional left ovarian cyst as noted above findings: grayscale images of the pelvis were obtained transvaginally. Uterus is retroverted, measuring approximately 8.3 x 4.0 x 5.6 cm. Endometrial stripe measures 7 mm in thickness. No intrauterine mass is identified. Right ovary measures 4.4 x 2.2 x 2.2 cm and left ovary measures 3.5 x 2.5 x 2.7 cm. Multiple follicles are seen in both ovaries. Cyst with internal echoes is seen in the right ovary measuring 1.9 x 1.2 x 1.5 cm. Finding most likely represents a hemorrhagic cyst. Previously noted cyst in the left ovary is no longer identified. Small amount of free fluid is seen in the pelvis, probably physiologic. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: new pfs+mr received. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental, anguish were added. Outcome for pain updated, removal details added. New reporters, plaintiffs information added, historical and concomitant conditions added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.